Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lung lobectomy procedure, the device did not fire, the surgeon was not able to squeezed the handle. To fix the issue, a new stapler was opened and used to complete the procedure. There was no patient injury.